Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code 1003 was recorded on (B)(6) 2013. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant 3.028 volts was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
--

Event description:
Boston scientific received information that the patient heard tones on this implantable cardioverter defibrillator (ICD). This ICD exhibited premature battery depletion and displayed a fault code for low voltage which did not detect the loss of battery energy. Boston scientific technical services (ts) discussed fault code. Also, ts stated that they can obtain save to disk and memory dump for replacement window. Data dump on usb was done. There were no other suspicious faults or resets stored within the device memory. The monitoring voltage was 3.023 volts, so therapy delivery was unaffected. The battery status indicators did not reflect the depletion condition and are inaccurate and no longer reliable to determine the depletion status of the device. Based on additional information obtained from the field representative, the device was recently explanted and was replaced. No patient impact has been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.